Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and observed a collet contaminated with serum in the reported problem area of the pipette assembly. The collet (tip clamp) was replaced and the tip-elect sleeve was cleaned. The instrument was inspected tested without further problem, and returned to service.